Event description:
The pt's sister reported that upon returning from a overseas trip on 06/22, pt's blood glucose results on the one touch basic meter had been in the 50's and 60's (mg/dl) with no symptoms of low blood sugar. Pt stopped taking insulin on 06/23 because of low readings. On 06/25, pt was taken to the hosp due to hyperglycemic symptoms. Pt's blood glucose on the hosp meter (unk. Brand) was 479 mg/dl. Pt was admitted and treated for high blood glucose. The meter optics are cleaned with alcohol and no quality control tests are done.